Event description:
According to the reporter, during a gastric sleeve procedure, the device was unable to fire, press the green button and squeeze the handle. The handle was unable to recognize the load and the status of the indicator was off. A new device was used in order to complete the case. There was no patient injury involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. No visual abnormalities were noted. The device was uploaded and indicated 43 autoclave cycles for the handle. A pmv representative adapter and sulu were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.